Event description:
Customer reports that a nurse was using one of the introcan catheters and the safety clip did not activate. The nurse starting the IV on the pt was then stuck by the needle. Customer reports that they followed their facility's protocol for a needle stick injury.